Event description:
On 12/16/1999 process served to prism enterprises alleges the infant was "born profoundly brain damaged" as a result of negligence, the facility where infant was delivered did not file an MDR as of the date of this report.